Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had clear user settings is selected by the user. The customer¿s blood glucose level was 113 mg/dl. The customer stated that they had received a clear user settings is selected by the user alarm after battery was changed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the a21 error test and displacement test. No unexpected restart error test alarm noted. Insulin pump had cracked reservoir tube lip.